Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that there was noise on the ventricular channel and an alert for high voltage lead impedance out of range. The system was reviewed and the ICD was replaced. Patient' conditions were good.